Event description:
Per the clinic, the patient experienced changes in impedances with increased loudness perception. Troubleshooting was performed, including coil replacement and reprogramming via increased pulse width and deactivation of electrodes with outlier impedances; however, the issue could not be resolved. Subsequently, the patient was treated with steroid (specific type, date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report. The implanted device remains.